Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 3487a-33 lot# v152693 serial# implanted: 2008 (B)(6) explanted: product type lead product ID 3487a-33 lot# v152697 serial# implanted: 2008 (B)(6) explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: product type lead product ID 37082-40 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient did not use the device because he was not in severe pain. The device was not being returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3487a-33, lot# v152693, implanted: (B)(6) 2008, product type lead. Product ID 3487a-33, lot# v152697, implanted: (B)(6) 2008, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. Product ID 37082-40, serial# (B)(4), implanted:(B)(6) 2008, product type extension.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient went in for a device replacement. No further patient symptoms or complications were reported in this event. On (B)(6) 2017, additional information was received from the manufacturing representative (rep) reporting that the patient¿s battery was replaced as the patient¿s battery had been dead for two years. No further complications were reported/anticipated.